Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen). Manufacturer was told by customer that decline the follow up phone calls for knowing whether or not the customer's condition has improved. However, customer contacted the customer care center; customer stated with medication felt better;customer did not specify what kind of medication make customer feels better since customer informed has fibromyalgia. Customer associate the symptoms to the illness but denied are diabetes symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 363mg/dl and 206 mg/dl. The customer's expected fasting blood glucose test result range is 60mg/dl-185mg/dl.customer is having symptoms of blurry vision, frequent urination and headache. She has been having these symptoms for years. Customer declined a follow up call since these are symptoms always has them.medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 9/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the results of 363mg/dl and 206mg/dl